Event description:
(B)(4). I got the device, which resulted in me having to have a hysterectomy from bleeding excessively, abdominal pain. So my doctor had to remove them immediately. My journey ened with 2 blood trans fusion. And surgery.